Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was broken. When the user attempted to open or recover the drawer, it only produced a clicking sound, failed to open, and displayed a requires maintenance message. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was broken. A field service engineer (fse) confirmed that plunger pen was broken on matrix drawer and needed a new pen. The fse ordered and replaced it and reassembled the matrix drawer. The system functioned as intended after the field service engineer repaired the device.